Event description:
This is the second of two reports for the same pt. It was reported that pt had 3-level open tlif at l3-s1 with infuse bone graft/allograft bone wedge/atuograft bone supplemented with posterior fixation. At a post op visit, pt reported having increasing low back pain and leg pain. A CT taken showed a "ring enhancing bi-lobed fluid collection beginning to the left just posterior to the transverse process at l2 and extending inferiorly to the level of the pedicle screw at l3." A similar fluid collection was reported near the left pedicle screw at l4. The fluid was aspirated approx 12 weeks post op. A reoperation was performed two days later to remove some of the posterior hardware and drain and irrigate a subfascial abscess. Pathology report stated the tissue was "fibroadipose with acute and chronic inflammation and fragments of necrotic bone." No organisms were found from cultures. It was also reported that posterolateral fusion did take place. The pt's symptoms have resolved. It is unk if the infuse bone graft contributed to the reported event, but co is filing this MDR out of an abundance of caution.